Manufacturer narrative:
System was evaluated on november 03, 2017: the reported issue of ¿laser not powering on¿ could not be confirmed and no problems were found with the system. Preventative maintenance was also performed at the same time. The system was tested and verified to meet manufacturer¿s specifications.

Event description:
It was reported that during preparation of a bph surgical procedure (patient involved) the laser was not powering on. The procedure was completed with a different device. Patient outcome: no injury to the patient was reported.